Manufacturer narrative:
The device associated with this complaint will not be returned for evaluation. However, the customer was provided with instructions for clearing a ua45 by a zoll representative. Note that user advisory error messages are designed into the platform when one of several conditions is detected. The ua45 error message is easily clearable by user. For example ua45 alerts the operator that the autopulse driveshaft is not at its home position when the platform was powered on. This user advisory will persist until the driveshaft is returned to its home position. Per the autopulse user guide instructions, to clear ua45, the operator needs to pull up the lifeband until the chest bands are full extended. This action will move the driveshaft to its home position. Since the device was not returned, an investigation could not be performed and a root cause could not be determined. In the case the device is returned, the complaint will be re-opened to perform an investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
During shift check, the autopulse platform (sn (B)(4)) displayed user advisory (ua) 45 (not at "home" position after power-on/restart) error message and the user was unable to clear the error. No patient involvement.